Event description:
The hospital contact called to report that this instrument was in need of repair but was mistakenly put back into the tray for use. During use the instrument arced resulting in the pt's gallbladder being burnt before being removed. No pt injury was reported. The reporter indicated visualizing a few nicks on the instrument and the end was "beaten up."